Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver board, high voltage supply board and battery packs were replaced, and the high voltage chain was recalibrated. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The field engineer reported that the system displayed a high ma (milliamps) error during a pt procedure. There is no report of pt injury.